Event description:
It was reported that the atrial lead had noise on the atrial electrogram. The right ventricular lead was also noted to have noise on the electrogram. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).